Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument tip was broken, and the cannula cannot be removed. The procedure was continued as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cannula and universal seal instrument associated with the related complaint and completed investigations. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The reported issue with the accessory could not be replicated nor confirmed. The seal was not found damaged and fitted properly with cannula. The was cannula was removed from the seal with no issue. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of instrument main tube ¿ broken. During visual inspection, the instrument was found to have a broken main tube approximately on the distal end. Distal tip was completely detached from the main tube breaking the pitch and grip cables. Main tube showed missing material.